Event description:
The patient underwent rns system explant (rns neurostimulator and two leads), on (B)(6)2022. The patient was diagnosed with a superficial incisional infection. Treatment included 4 weeks of IV antibiotics. The patient status is pending.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.